Manufacturer narrative:
On (B)(4) 2014 unit was received from the field for evaluation. (B)(4) unit functions within all specs. Could not duplicate any malfunction. Retest and return to customer. On (B)(4) 2014, the DHR console (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history (B)(4) was reviewed during the months of (B)(4) 2013 through (B)(4) 2014 and showed that there were no reported microtip unit failures originating from this console. Upon further review, this was the only time this console was evaluated and serviced during this time period. This console was not at a facility. The console is used by a sales rep. Facility trending was not performed. The complaint was not confirmed. Per the complaint unit investigator, a case of this issue could be that there may not be enough saline being used. This would cause the console to not fully prime. This cause cannot be verified with this specific complaint. This console will be monitored for any further related complaints.

Event description:
For several months now I need to override the console and push saline through the handpiece's with the pedal. It has happened numerous times and is a concern.